Manufacturer narrative:
.

Event description:
It has been reported that the AED did not pass self diagnostic check. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).